Event description:
Pt presented to office in nov. '94 complaining of syncope and rear syncope as well as episodes of marked shortness of breath. Event recorder indicated probable ventricular lead failure. (Episodes of either ventricular failure to output or ventricular over sensing. Pt upgraded to another co's ddr at time of lead replacement on 12/2/94. Defective lead capped and left implanted.